Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: image noise occurs. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: regarding the customer's allegation and the reportable issue found during the investigation, the cause was traced to a component failure (due to shortcut of charge coupled device (ccd) cable, image noise occurs and endoscopic image is not displayed). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had no image (sometimes no image). The issue was found during an unspecified procedure. There were no reports of patient harm.